Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that nearly 2 months after the dental implant was installed in intraoral region 7#, its non-osseointegration was observed. Moreover, 45ncm of primary stability was achieved; the patient presented bone type iii. Immediate load and immediate implant procedures were performed.